Event description:
(B)(4) is the initial importer of the device which is a bath safety device. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. A follow-up submission will be filed when additional information is available. The front leg of the bath safety device snapped off while in use. The user fell on his left side. When his wife returned home she took him to the emergency room. They took x-rays and diagnoses muscle tears. He was prescribed pain medicine and steroids.